Manufacturer narrative:
Additional information: b1, b2: field should reflect malfunction, not serious injury.

Event description:
New information noted that the issue was noted during procedure and fracture confirmed through persistent high impedance

Manufacturer narrative:
The reported events of high pacing impedance and lead fracture were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with high pacing impedance following implant. Fracture was confirmed by the physician. The lead was explanted and replaced on (B)(6) 2026. The patient was stable throughout.